Event description:
It was reported that a right ventricular (rv) leadless pacemaker (lp) dislodged to the patient's right groin. The dislodgement was discovered when patient presented with low heart rate and device failing to capture. The device was retrieved and replaced with a transvenous system. Patient was stable.